Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated they experienced redness and itching at the sensor insertion site. The patient was evaluated by a physician on (B)(6) 2019 and advised to use benadryl cream at the site. At the time of contact, the sensor insertion site remained red with a possible rash. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.